Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a leak and blood in the faradrive steerable sheath clear was exhibited. During a procedure, blood was leaking from the sheath. Subsequently, the sheath was replaced. The procedure was completed and there were no patient complications. The sheath is not expected to return for analysis, as it was disposed.